Manufacturer narrative:
No product was returned for evaluation. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user experienced a hypoglycemic event during the night while disconnected from the ilet system. The user became unconscious and was found by his son, who called ems. Ems administered injectable glucose, and the user's blood glucose (bg) returned to range. The user did not require hospitalization. The lowest recorded bg during the event was 38 mg/dl.